Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Manufacturer reference number: 2017865-2021-33139, manufacturer reference number: 2017865-2021-33143. It was reported that the patient developed a systemic infection. Echocardiogram testing revealed vegetation on the right atrial (ra) and right ventricular (rv) leads. The entire system including pacemaker and both leads were explanted. The patient was stable.